Event description:
It was reported that the right ventricular lead had slipped off the septum, due to the patient undergoing CABG (coronary artery bypass graft) surgery a week ago, and now has no capture. A lead revision was performed where the physician removed the lead completely, examined it, and re-inserted the same lead. Thus the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.